Event description:
The entire wire loop section of a resectoscope cutting loop electrode broke off in a pt's bladder during a transurethral resection of the prostate. All of the broken wire was retrieved with no pt consequences.